Event description:
It was reported that bd unknown nexiva pivc catheter broke/separated. The following information was provided by the initial reporter: date of occurrence: 5/26 ¿pct removed rac IV removed prior to discharge, white catheter tip was not intact¿. 5/23: 43 yo f with pmh gastroparesis referred for pyloroplasty and insertion of enterra device. (Small implantable device that stimulates your stomach to relieve nausea/vomiting associated with gastroparesis. 5/26, in preparation for discharge, pct removed the patient's rac piv and immediately noted the white catheter was not attached to the hub. Us ordered = IV catheter seen in the distal upper arm proximal to the antecubital fossa. To or for exploration and removal. An inflamed, thrombosed segment of the distal and mid upper arm brachial vein was explored and excised, however, the no IV segment was able to be located/identified. 5/27: r upper arm xr obtained, and showed a linear foreign body, more proximal than the area explored surgically the prior evening. CT imaging also demonstrated finding consistent with foreign body in the proximate upper arm brachial vein segment, above the level of prior exploration. Removal was successful.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Customer response: based on the department this patient originated in, the anecdote from the nurse, and the string of other nexiva concerns, I had assumed it was a nexiva. If it was not, I apologize.

Manufacturer narrative:
Additional information in b5. Not a bd complaint rationale: no sample was received at our bd manufacturing facility in the sample shipment of a related complaint. Only (B)(4) sample for said related complaint was received. A request for an additional sample for this complaint was performed and we were informed that the affected product could not be confirmed. Since we are unbale to determine if the affected product was manufactured by bd, we cannot perform an investigation into this incident. Should you discover more information on this issue or find related bd manufactured samples, we would be very interested revisiting this concern.